Event description:
A distributor in japan reported on behalf of a healthcare facility, that the rt380 adult dual heated evaqua2 breathing circuit was leaking. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt205 adult ventilator circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility, that the rt205 adult ventilator circuit single heated with mr290 auto feed chamber, was leaking during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section g4: the rt205 adult ventilator circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt205 adult ventilator circuit was returned to fisher & paykel (f&p) healthcare for evaluation in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned rt205 adult ventilator circuit identified no notable damage. Leak testing identified that the water trap bowl was not fully engaged with the water trap top resulting in a leak. The bowl appeared to be bulging outward around the locking surface. Conclusion: the reported leak was confirmed and is most likely attributable to a manufacturing-related factor. The water trap of the rt205 adult ventilator circuit consists of two parts, a lid and a bowl, which can be separated to allow the user to empty the water trap. The user instructions for the rt205 adult ventilator circuit states the following: - check all connections are tight before use. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.